Event description:
Patient presented to the physician with a severe allergic reaction characterized by significant swelling of the face, lips, and ears. Physician prescribed steroids and referred them to an allergist for further evaluation.